Event description:
I recently purchased a package of equate maxi pads, super absorbency (48-count) for about $3.98, and I noticed something concerning. When I held one of the unused pads up to the light, I saw dark specks and discoloration inside the pad material. The product was new and unused, and the packaging appeared sealed. I'm worried that this could indicate mold or contamination, which raises health and safety concerns. I've taken clear photos of the pad and the packaging, including the lot/batch number and expiration date. Could you please investigate this issue and let me know: 1. Whether this batch has had any similar reports or known quality issues, 2. If I should return or dispose of the package, I'm sharing this feedback because I want to ensure this issue is addressed for other customers as well. Please let me know if you need the photos or more details. The batch code ("25 186 l86") and what appears to be a date stamp of 08/23 (likely august 2023) for my product I bought around (B)(6) 2025. I bought them at (B)(6) walmart!! I have also contacted walmart agent tonight ((B)(6) 2025) regarding my issue and they have all these details now too, to critically access this issue.